Event description:
It was reported that the customer's blood glucose level was 580 mg/dl. He took his insulin pump off to go swimming for an hour. When he returned, his blood glucose was 580 mg/dl and his sensor was showing 100 mg/dl, and he received a lost sensor alarm. The customer declined troubleshooting, but the listened to an explanation of sensor calibration. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).